Event description:
It was reported that the patient underwent l2/3 /4 olif later a revision surgery at l2-iliac pps and l4/5 /s tlif. The patient used a walker after the surgery. Preoperative x ray found that the cage at l2/3 level was dislodged laterally ) and the cage at l3/4 level was also slightly migrated. The patient had not complained of pain. Tlif at l2/3 level was performed due to the problem in addition to the scheduled surgery. Additional surgery will be scheduled to remove the dislodged cage at l2/3 level. Further complications were not reported related to the event.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.